Event description:
While attempting to withdraw vincristine using a 3 cc syringe and the teva safety system the 3cc syringe leaked in two different spots causing a "small chemo spill." I called for assistance, degarbed, washed up to my elbows, and decontaminated the hood and remade to product for the pt. Reason for use: compounding for clinic.